Manufacturer narrative:
Reference code: (B)(4). Device name as vega ps femoral comp. Cemented f3n r serial number n/a. Batch number: 51821917. UDI device identifier: (B)(4). UDI production identifier: (B)(4). Basic UDI-di n/a unit of use UDI.: (B)(4). Manufacturing date 2012-01-27. Ref.code device name batch; nx042 patella 3-pegs p2 unknown; nx049z as vega ps tibial plateau cemented t0 51770030. Nx102 vega ps gliding surface t0/0+ 14mm unknown. Nn260p plug f/tibial plateau 51878787. Investigation: no product at hand. Therefore, an investigation at the device is not possible. Pictorial documentation there are no pictures available. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 4 similar complaints against the same lot number: 51770030. (3 registered as leading component, 1 registered as involved component). There are 3 similar complaints against the same lot number: 51878787. (All registered as involved component,). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega knee, right side. It was reported that as a result of having the products implanted, the patient has experienced knee pain and swelling, and normal daily activities were restricted due to the pain. The primary procedure occurred on (B)(6) 2012, and the revision was performed on (B)(6) 2018. Intraoperative findings were reactive synovitis with areas of necrotic tissue and loosening of the femoral component . All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx027z (ps femur cemented f3n rt); nx042 (universal patella p2); nx049z (ps tibia cemented t0); nx102 (ps pe insert t0/t0+, 14mm); nn260p (peek plug f/ tibia). The cement used was biomet cobalt hv bone cement. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00605; 2916714-2020-00606; 2916714-2020-00607; 2916714-2020-00608.